Manufacturer narrative:
Philips service replaced the defective adu and miu fuse and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray generator failure caused aborted vascular procedure on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.